Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred from the crit-line and dialyzer connection. The leak was visually observed. Estimated blood loss was 10 cc's. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with new set-up. Sample available.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.